Event description:
A report was received from the field indicating this patient underwent a ptca in 2007. The primary indication for this procedure was a myocardial infarction one day earlier. During the initial procedure, the patient received two cypher sirolimus-eluting coronary stents. The first drug eluting stent was implanted at the distal left anterior descending (lad) and a second drug eluting stent was implanted in the mid lad. Three days later, the patient experienced a myocardial infarction and sub-acute thrombotic event at the lad. This event was treated with implantation of two additional cypher. Four days later, the patient experienced a second sub-acute thrombotic event, left anterior acute coronary syndrome, and myocardial infarction. This event was treated with coronary artery bypass graft surgery. The patient was discharged from the hospital two weeks later.

Manufacturer narrative:
This patient presented to the hospital in 2007, for chest pain and was diagnosed with non-st elevation myocardial infarction. The pt was transferred to medical center the following day and on the same day, the patient underwent cardiac catheterization with placement of two cypher des to the left anterior descending coronary artery. The pt was discharged the next day on aspirin, plavix, lipitor, metoprolol and lisinopril. The pt returned two days later with chest pain, shortness of breath, and nausea. The pt ruled in for st elevation myocardial infarction and was transferred back to medical center. The cardiac catheterization on the same day, revealed 100% occlusion of left anterior descending after diagonal one at the proximal stent. The pt underwent percutaneous coronary intervention with placement of two additional cypher stents to the lad. The patient's hospital course post procedure was notable for coffee-ground emesis with decrease in hemoglobin from 13.4 to 11. The patient received 2 units of packed red blood cells and hemoglobin stabilized at 11.4. The pt was treated with proton pump inhibitor. The pt' s hospital course was also complicated by the left groin hematoma with extension of the ecchymosis to the left waist. This resolved with application of pressure dressing. Towards the end of discharge, the pt also developed rash involving the back arms, chest, groin, and thighs, which was felt to be due to contact dermatitis and was treated with the benadryl around the clock. The pt was discharged to home four days later, but returned on the same day for chest pain. The pt underwent another cardiac catheterization during which sub acute thrombosis of the left anterior descending coronary artery was noted. The pt underwent percutaneous angioplasty of the vessel and was subsequently started on heparin and integrillin drip. The patient was then transferred to the 3-west telemetry floor for further observation while awaiting coronary artery bypass grafting six days later, after the plavix effect has worn off. The patient was continued on the beta-blocker, heparin and integrillin drip. Initial preoperative course was relatively uneventful. The patient was noted to be hemodynamically stable with blood pressure at lower normal level. By physical examination, the patient was noted to have resolving hematoma and ecchymosis over the left groin and the left waist and he maintained hemoglobin around 11. The rash the pt had during the past hospitalization had resolved at the time of examination five days earlier, and allowing around the clock atarax to be switched to p.r.n. Four days later, the pt developed substernal chest pain with dyspnea and mild diaphoresis, approximately two hours after being off integrilin drip. The pt had continued on heparin drip at a therapeutic level. Electrocardiogram showed new st elevation in the anteroseptal leads. In light of the systolic blood pressure ranging from the 80s to 100s, the pt was cautiously started on nitroglycerin drip and given small amounts of intravenous morphine with alleviation of pain. The decision was then made to take the patient emergently to the operating room. The pt underwent emergent three-vessel coronary artery bypass grafting surgery. Intraoperative course was relatively uneventful. Transesophageal echocardiogram revealed mid-inferolateral hypokinesis with left ventricular ejection crystalloids, 1 liter of albumin, 1.5 liters of cell saver. Urine output was 250 ml. The pt was transferred to cardiopulmonary unit on nitroglycerin and propofol drip. The pt's course in the intensive care unit was relatively uneventful. He was easily extubated and weaned off the drips before being transferred to step-down unit on postoperative day number one, on aspirin, heparin drip, metoprolol, lasix and zocor. The remainder of the hospital course was summarized as follows: cardiovascular: the initially postoperative course while in telemetry unit was relatively uneventful other than ongoing borderline hypotension, which was also noted preoperatively. His low blood pressure limited to up titration of the beta-blocker and lasix. The pt had one transient episode of supraventricular tachycardia and one transient seven beat non-sustained ventricular tachycardia but, otherwise, he was asymptomatic and remained in sinus rhythm. In the evening of postoperative say number seven 1/22, the patient developed dull substernal pressure-like chest pain radiating to left arm without shortness of breath, dizziness, nausea or diaphoresis. Electrocardiogram done at that time revealed sinus rhythm with new anteroseptal t-wave inversion. The pt was given two sublingual nitroglycerin tablets, which relieved the pain, and has been free of chest pain since then. In the morning of post-operative day number eight, the electrocardiogram was repeated while the pt was free of chest pain and continues to show anteroseptal t-wave inversion, unchanged from the previous night, but new since postoperative day number one. In light of recurrent lad thrombosis and hypocoagulability workup returning positive for lupus anticoagulation, the pt was seen by hematology service and although the positive lupus anticoagulation was felt to be possible false positivity, in light of being drawn while on heparin. This pt was also noted to have experienced a relatively small amount of bleeding despite going into surgery shortly after the heparin drip and integrilin drip were turned off. The pt declined to take plavix since he believed that his recurrent incident thrombosis or rash might be associated with the plavix. However, the treating physician saw no association between the plavix and the thrombotic events and the rash since the latter was deemed to be contact dermatitis. Liver function test abnormality: postoperatively, the pt's transaminase, bilirubin and alkaline phosphate was noted to slowly rise from the normal range preoperatively up to ast of 204, alt of 244, alkaline (more) ...